Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station database. A technical service engineer troubleshooted the problem and started full sync on both devices. The system functioned as intended as the technical service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system has multiple issue on the station and some patient not showing up. The customer stated that there was no delay to the patient's workflow as they able to get meds from the pharmacy. There were no adverse events or injuries reported based on this incident.